Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the receiver and transmitter on (B)(6) 2016. Patient reset the device. Reset did not resolve the issue. Patient then used an alternate transmitter and devices connected. No injury or medical intervention was reported.